Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the patient was admitted for hematuria. Lactate dehydrogenase (ldh) 5119 and plasma-free hemogoblin (phgb) 102 on (B)(6) 2014. No power elevations were noted. The aortic valve occasionally opens on echo. On heparin gtt at 1500 units/hr with IV fluids and lactate dehydrogenase (ldh) 4000 as of (B)(6) 2014. The patient continues to have hemolysis on heparin with lactate dehydrogenase 5100. No hematuria or power elevations and creatine increased slightly. The pump was explanted (B)(6) 2014 and will be returned. The patient was exchanged to another manufacture's device.

Manufacturer narrative:
The manufacturer is attempting to acquire the device for further evaluation. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.